Event description:
Elective procedure was performed on 60 y/o woman for re-stenosis of rca following prior angioplasty and stenting performed 5/97. Following pre-dilitation of lesion, stent was passed without resistance across lesion. During first deployment inflation of (8) atmospheres, balloon was noted to have ruptured distally. Patient experienced chest/jaw pain. Distal intimal dissection was noted, which was treated with balloon angioplasty. Patient tolerated procedure well and was returned to room in stable condition. Cardiac tamponade symptoms occurred within an hour of the completion of the stenting. The patient returned to the cath lab approximately four hours following the first procedure in a hypotensive state, the intent being to drain a pericardial effusion identified by echo and to visualize the stent site. Pt. Condition rapidly deteriorated and cardiac arrest ensued. Pericardial tap produced 160cc of dark bloody fluid. Angiograms initially revealed the rca stent site to be patent, but this vessel occluded during resuscitation efforts. The vessel was ultimately opened, but the patient's condition remained critical for several subsequent days. Life support was withdrawn and the patient expired on 09/20/97. Angiograms of the rca during the initial intervention and the subsequent emergency procedure did not identify any areas of contrast extravasation or staining at the site of stenting or any other location.